Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which part of the device was damaged/broken? (Handle/shaft/jaws/obturator). Did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, it was found that the main body of 2h12lp was broken. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.